Event description:
On (B)(6) 2011, the following info was reported to kci by the healthcare provider: on (B)(6) 2011, the pt had chest x-ray ordered and the x-ray was done while the patient was on the rotoprone bed. The bed was placed in the prone position. The rear hatch was removed and a film was placed in the hatch. While the pt was being placed back in the supine position to take the x-ray it was reported that the pt's chest buckle had opened leading to an inadvertent partial exit allegedly causing a one inch laceration on his left eyebrow that required stitches. The nurses were able to turn the patient manually to the supine position where the pt was then unpacked, placed on a different surface and transported for a CT scan. The CT scan confirmed no other injuries.